Manufacturer narrative:
This report is being submitted as part of a corrective action to replace manufacturer report # 2031642-2023-00136. All information from the original report(s) has been transferred to this report.

Event description:
Philips received a complaint from the field service engineer (fse), reporting that the v60 ventilator had low screen brightness. It was unknown how the issue was found. No patient or user harm reported. Insufficient information is available to determine the resolution of the event. Multiple good faith efforts were made to retrieve device evaluation, repair, and operational status on 12/22/2022, 01/11/2023, 01/19/2023, 01/25/2023, 02/01/2023, 02/07/2023, 02/14/2023, 02/21/2023, 02/28/2023, and 03/08/2023, however, yielded no response from the customer. It is unknown if any parts or repairs have been conducted. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted. The key market reported that there was no patient involvement when the issue occurred. No patient or user harm reported.